Event description:
On (B)(6) 2013, the lay user/patient¿s spouse contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch verioiq meter read inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. It is not known when the alleged meter inaccuracy started. The patient¿s spouse reported that the subject meter reads ¿20 points¿ greater than a bayer contour meter. At the time of the call, the reporter claimed the patient obtained blood glucose readings of ¿80 mg/dl¿ with the subject meter and ¿60 mg/dl¿ on the bayer meter on an unspecified date/time. Based on previous calls made to lfs, the patient manages her diabetes with insulin. It is not known if the patient made any adjustments to her insulin dose in response to an alleged elevated reading obtained with the subject meter. At the time of the call, the patient¿s spouse stated that the patient had been in the hospital twice due to a low blood glucose excursion. No information was provided regarding the hospital visits. It is also not known if the patient experienced the low blood glucose excursions after obtaining an inaccurate high result with the subject meter. At the time of troubleshooting, the csr noted that the reporter was unable and/or unwilling to troubleshoot the alleged meter inaccuracy. This complaint is being reported because the patient reportedly suffered a low blood glucose excursion and the alleged meter issue could not be ruled out as a cause or contributor to the event.